Event description:
It was reported that during a neurostimulator implant procedure, the lead (electrode) was noted to be bent. The lead was replaced. There were no injuries, and no action was required.